Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot-assisted laparoscopic hysterectomy. Event description: when the tissue was retrived to the bag, the uterus was big, so it was cut to retrive. After that, the bag was retrived. After the surgery, a tab was left in the abdominal cavity. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. This event unit will be returned. Intervention: after retrieveing the tab and the procedure was completed. Patient status: no patient injury indicated.